Event description:
It was reported that during a ptca/stent procedure, a rupture of the proximal "lad" occurred as a result of stent deployment. A perfusion balloon was inflated at the site of rupture in an attempt to seal off bleeding from the artery. Pt suffered a cardiac arrest and full resuscitative measures were taken, but they were unsuccessful. The pt expired on the procedure table.